Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 25 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when medical surveillance attempted to follow up to obtain further information. The patient reported that on (B)(6) 2016 in the evening, he obtained a result of ¿150mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿60mg/dl¿ obtained on a onetouch verio2 meter, within 30 minutes of each other. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that he had developed symptoms of ¿shaky and blurred vision¿ prior to the issue occurring and that on (B)(6) 2016 he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure however the patient had not followed the correct testing procure. Replacement products were sent to the patient. This complaint is being reported as the patient reported developing symptoms that meet lfs criteria of a serious hypoglycemic event. It cannot be confirmed that the meter was not reading inaccurately prior to the symptoms therefore may have contributed to the event.